Event description:
A hospital in (B)(6) reported via a distributor that a the feedset line of an mr290 autofeed humidification chamber "snapped" during setup. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the returned device had a break in the feedset tubing where it is inserted into the spike. The surface of the break was rough and not smoothly cut. A lot check revealed no other complaint of this type for lot number 130403. Conclusion: the damage appeared to be caused by the feedset tube being pulled away from the chamber, possibly due to the feedset tube being caught or under tension. We have conducted extensive testing of our mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. In addition, all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the damage to the feedline tube occurred after the product was released for distribution. The user instructions which accompany the mr290 chamber state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).